Event description:
Testing of these pumps showed that this pump failed testing on second attempt. Did not detect air in line, alarm did not sound and infusion continued. No patient associated with this. Cases have been registered with ICU medical and the pumps are being sent to them for evaluation.